Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient was on impella cp support and after the implant, distal pulses were unable to be found. A femorofemoral bypass was placed and pulses were still unable to be found. Support was continued. Additionally, the patient had red urine with hemolyzing labs. The p level was lowered. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of limb ischemia and hemolysis has been completed. The impella device was not returned for evaluation. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Hemolysis: data log reviewed, resolved impella position in aorta alarm observed at p9 after 50 mins of support followed by motor current (mc) spike. Following the mc spike, motor current level was high for the respective p-level, a rise in purge pressure, and a rise in pump flow were observed. Flows were saturated for the respective p-level. Also reversable flow alarm and resolved impella positioning in ventricle, unknown impella position alarms and placement signal low observed. No suction alarm seen. Clinical stated, uop greater than 30 ml/hr and red, p level dropped from p-9 to p-6. Last lab tests resulted lactate still hemolyzing. Patient stopped making urine around since 2:00am of 7/12. The cause of the hemolysis issue most like was biomaterial ingestion since mc spike clearly observed in the reviewed logs after support initiated. Saturated flow: failure mode (fm) saturated flow was added since high flow for the respective p-level was observed following the motor current spike. The cause of the saturated flow was most likely biomaterial per data log review since the saturated flow began after a mc spike. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Fm thrombus was added since a biomaterial ingestion event was observed in the data logs.